Event description:
The customer stated that the insulin pump alarmed button error after it was submerged in water. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a moisture damage on the motor. The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank anomaly.